Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading was 493 mg/dl. It was unknown that auto mode feature was active or not at time of event. Customer reported that meter was not connecting with the pump. No further patient complications were reported. The insulin pump will not be return for analysis.